Manufacturer narrative:
Concomitant medical products: product ID 3550-09, lot# n097132, implanted: (B)(6) 2007, product type: accessory; product ID 3 487a-56, lot# v104285, implanted: (B)(6) 2008, product type: lead; product ID 3887-33, lot# v011495, implanted: (B)(6) 2007, product type: lead; product ID 3550-10, lot# n142044, implanted: (B)(6) 2008, product type: accessory; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient; product ID 37083-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger; product ID 3887-33, lot# v011495, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The patient reported the leads/wires that used to go to her neck, all the way up her back into her neck, broke so they shut them off just had legs and lower back. The patient wanted to know if it was possible to put a second unit in that would take care of her neck and shoulders. The patient thought she started having a lot of trouble with it and it broke somehow. The health care provider did not want to take the old one out and try to do a new one so that why she was wondering if she could put in a second one. This event happened between a year and a half and two years ago. The indication for use was post laminectomy pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that she had no idea why the lead stopped working to her neck. The consumer experienced no more electronic feelings to the shoulders and neck. The leads to the neck were shut off and it was being discussed what would be done next.